Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/apr/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device migration and possible capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side "device dislocation" and "possibility that the irradiation cased a contracture" baker grade unknown. The device has been explanted.